Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - clinical code - e0743 respiratory insufficiency.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. The patient experienced inaccurate cgm values which occurred 6 days after the sensor had been inserted in the arm. On (B)(6)2023, the patient passed out in the bathroom. The cgm reading was 110 mg/dl and the bg was not checked. The patient was reportedly asymptomatic prior to loss of consciousness. The sister called emergency medical service (ems). When they arrived, the bg was 26 mg/dl and the cgm reading at that time was not documented. Ems provided sugar gel, but the patient remained unresponsive. She was treated with more sugar gel. The patient was taken to the emergency department and placed on a ventilator. There was no documentation of further medical evaluation or intervention for hypoglycemia. The reporter stated the patient was unaware of additional details about the event due to being sedated. The patient was discharged after 3 days. At the time of the report, the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient passed out. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.